Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported she could not detach the plunger on her insulin cartridge from the piston rod of her insulin infusion device. In the process of assisting the patient and her husband in detaching the piston rod, a small amount of insulin spilled in the cartridge compartment. The patient was advised to let the infusion device dry out overnight. Repeated attempts to contact the patient for follow up were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.